Event description:
It was reported that, "the patient had a shoulder hemi arthroplasty. The physician used dual offset head. Post operatively, she experienced pain and stiffness. Revised to a standard offset humeral head."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.